Manufacturer narrative:
A manufacturing evaluation was completed: not mixed powder and dried liquid was found. The returned kit has been analyzed in the laboratory by the manufacturer. When looking at the returned mixer in the mixing chamber can be ascertained not mixed powder and dried liquid. The mixing paddles of the mixer is located in forward position and pushed the piston was driven by approximately 3 cm to the front. The cement was therefore not fully mixed. Examination of the retention sample bearing batch lot 4g53101: the mixing process could easily be carried out and the piston could be easily from stop to stop move back and forth. After completion of the mixing process, the handle of the mixer was pulling all the way back. The plug of the mixer was removed and connected via an adapter, a 5ml syringe. By rotational movement of the piston has been moved forward and transferred cement into the syringe. The correct function of the vertecem v + cement kit was tested and confirmed. The retention sample of batch 4g53101 could be applied flawless. No manufacturing related failure could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the save device was used with another batch.

Manufacturer narrative:
(B)(4). The cement was not used during the surgical procedure. (B)(6). A 510k number has yet to be assigned. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record: manufacturing location: (B)(4). Manufacturing date: november 11, 2014 expiry date: july 1, 2017. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cement could not be mixed because the blue part of the device had a failure and the cement was hardening. Cement from another batch was used to complete the procedure. The surgery was prolonged for approximately sixty (60) minutes. The patient outcome was reportedly "good." This report is 1 of 1 for (B)(4).